Event description:
Surgeon sent picture of patient who originally had a t11-pelvis fusion on (B)(6) 2018. Image shows both rods had popped out of the pelvic screws and the cage at l4-l5 had backed out. Required revision of fusion (screws added at s1; and rods re-seated and revised in pelvic bolts), extraction of cage, and closure of dural tear at l4/l5.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event was confirmed via x-ray by doctor and correspondence. No lot # was provided and cage was discarded, so a manufacturing record review could not be performed. Conclusion: the root cause of the reported event is likely due to lack of enough tightness during supplemental fixation system installation.

Event description:
Surgeon sent picture of patient who originally had a t11-pelvis fusion on (B)(6) 2018. Image shows both rods had popped out of the pelvic screws and the cage at l4-l5 had backed out. Required revision of fusion (screws added at s1; and rods re-seated and revised in pelvic bolts), extraction of cage, and closure of dural tear at l4/l5.